Manufacturer narrative:
It is not clear at the time of this report if the device sample is available for evaluation. The results of the investigation are not available at the time of this report.

Event description:
The customer reports that the clips are out of the rail and cannot be recharged. The mouth of the pistol is not open. No pt injury or intervention reported.